Event description:
Legal case geraldine billups rk rev3. (B)(4) rk 2 stage rev1. (B)(4) rk rev2. It was reported via legal brief that a patient continued to have difficulty with her right knee after a second revision on (B)(6) 2012, and, in (B)(6) 2021, she switched her care to different hospital. On (B)(6) 2021, approximately 8 years 5 months post the second revision, the patient underwent another revision due to loosening and bone loss related to the insert. As a result of this revision surgery, the patient's popliteal artery was severed, and the patient continues to suffer from medical complications and risks. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Concomitant products: - stem extension 160l x12 mm (cat# 204-32-16 / serial# (B)(6)) - 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(6)) - 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(6)) - trapezoid tibial tray sz 1f/2t, 2f/2t (cat# 204-04-22 / serial# (B)(6)) - three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)). 510k: k954208.

Manufacturer narrative:
D10 concomitant products: - stem extension 160l x12 mm (cat# 204-32-16 / serial# (B)(6) - 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(6)) - 3" trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(6)) - trapezoid tibial tray sz 1f/2t, 2f/2t (cat# 204-04-22 / serial# (B)(6)) - three peg patella 32mm (cat# 200-02-32 / serial# (B)(6)). The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.